Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The consumer reported cloudy vision post bilateral implants. Reportedly, a yag procedure was performed, but it did not improve her vision. Additional information has been requested, but has not been received. This report references the patient's right eye.

Manufacturer narrative:
Additional information: device manufacture date. The lens remains implanted; therefore, it is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicating approximately 18 months after the implantation of iols into both eyes, the iols opacified. The iol in the right eye was later exchanged for a pmma rigid lens. Additional information has been requested, but not received. Please refence report 0001313525-2016-00677 for the left eye.

Manufacturer narrative:
Additional information: a2, a3, b2, b5, b7, d4, d8, e1, e2, g1, g3, g6, h2, h3, h6, h10/11corrected information: d4

Event description:
Additional information received from explanting surgeon stated that the od lens was clear and did not exhibit opacification and was exchanged due to the lens being mispositioned. Additional information was requested, but not received.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11 although requested, the device wasn't returned for evaluation.

Event description:
Additional information received indicating the capsular bag was removed. Allegedly, three corneal transplants were performed approximately four, four and a half, and five years after lens exchange. Additional information was requested, but not received. Reference report number 0001313525-2016-00677 for left (os) eye.

Manufacturer narrative:
Additional information: b5, g3, h2, h6, h11.

Event description:
Additional information was received indicating that the secondary physician performed an additional yag procedure in the right (od) eye approximately one year prior to intraocular lens (iol) exchange. The patient underwent multiple glaucoma and corneal endothelial procedures the lens exchange. Patient cancelled all follow up appointments and was last seen by secondary physician approximately nine days after final corneal procedure.